Event description:
The home patient experienced stomach problems and rectal bleeding and was hospitalized on the same day. On an unknown date, during hospitalization the patient experienced peritonitis due to contamination from the hospital staff. The patient was hospitalized for two weeks. The patient was treated with oral antibiotics, (type, dose, and frequency unknown). The patient recovered from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.